Manufacturer narrative:
Section a: patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a s3 alarm on the console while in use and would not go away. The console and the motor were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the s3 error occurred while the patient was down for computed tomography. There was no loss of flow or issues with patient support. It was attempted to try to clear the alarm but the alarm continued. The patient was taken off extracorporeal membrane oxygenation off (B)(6) 2025.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an s3 alarm was confirmed during evaluation of the returned centrimag motor. A log file was extracted from the returned console and on 25aug2025, and s3: system alert alarm was captured. The alarm correlated to sf_lmc_motor_iic sub-fault, suggesting a potential communication issue between the console and the motor. The alarm remained active while the console was powered on. The pump was later manually stopped on 25aug2025 via the pump stop button and shortly after the motor was disconnected and the system was manually shutdown. On 25aug2025, the system was then restarted and manually shutdown again. The returned centrimag motor, serial number (B)(6), was evaluated at the service depot and product performance engineering department. The motor was connected to a test console and mock circulatory loop. Upon boot up, an s3 alarm activated. Despite the alarm, the motor was able to support a pump at the set speed without issue. The resistance of the underlying wires in the motor cable were measured and the communication wire was observed to be electrically open. The lemo connector on the motor cable was opened, and revealed the pink wire (communication signal) had become detached from the solder joint connecting it to the lemo connector. This indicates the wire was not properly soldered. Damage to this wire would result in the reported event and observed issue during testing. The provided information indicated there were no adverse patient impacts as a result of the reported event. The root cause of the s3 alarm was determined to be due to improper solder connections of the pink signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier correct action request (scar) was initiated to inform the suppler. The centrimag motor was manufactured prior to the initiation of the scar. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use (rev. G) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.